Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed pump supplies prior to contacting tandem technical support (cts) and alarm had not recurred. Customer's blood glucose (bg) reached 600 mg/dl. Ketone level was high and healthcare provider identified ketones as being dangerous. Insulin injections were administered to address bg. Customer required no further assistance from cts. Reportedly, tandem clinical diabetes specialist and the customer reviewed the different types of infusion sets that were available to use.